Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this the remaining battery longevity was fluctuating for the past two years. In (B)(6) 2016, the estimated remaining longevity was 1.5 years. In (B)(6) 2016, the estimated remaining longevity was 1 year. In (B)(6) 2017, the estimated remaining longevity was six months. In (B)(6) 2017, the estimated remaining longevity was 2 years. The device remains implanted. No adverse patient effects were reported. A review by boston scientific technical services (ts) suspected that the device may be operating with intermittent slightly lower and then slightly higher current, resulting in the fluctuating longevity remaining calculations. The device appeared. To be depleting normally.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement near (ern) earlier than previously estimated.